Manufacturer narrative:
Citation: hohri y.; et al. Sufficient cardiac unloading by impella 5.0 in left ventricular rupture following mitral valve replacement: a case report. J artif organs. 2022 mar;25(1):82-85. Doi: 10.1007/s10047-021-01272-6. Pmid: (B)(4). Epub 2021 may 4. Earliest date of publication used for date of event. Medtronic products referenced: mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a patient suffering a cerebral infarction and was in heart failure and atrial fibrillation was admitted to the hospital. Echocardiography revealed severe mitral stenosis with calcification on the posterior leaflet and moderate tricuspid regurgitation. The patient underwent tricuspid annulus repair, a maze procedure and mitral valve replacement using a 31-mm medtronic mosaic ultra bioprosthetic valve (unique device identifier numbers not provided). Shortly after, bleeding was encountered from the left ventricular wall due to a rupture near the posterior annulus of the bioprosthetic valve. The bioprosthesis was explanted, the rupture was repaired and a 31-mm non-medtronic bioprosthesis was implanted. Afterwards, the patient was placed on extracorporeal mechanical circulatory support for six days and was discharged from the hospital almost 1.5 months later. No additional adverse patient effects or product performance issues were noted.